Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/27/2019.

Event description:
It was reported that the unit failed air delivery testing and declared a "bad battery" alarm. The customer also reported that the unit fails to power on at times when the battery is connected. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the unit was only delivering 74 standard liters per minute (slpm) of air. The technician reviewed the air delivery test set up with the customer and ensured there were no leaks. The battery was swapped out by the customer; however, the "bad battery" alarm persisted. The technician recommended that the customer replace the power management (pm) board. The customer reportedly replaced the battery to resolve the battery alarm and the data acquisition board was replaced to address the air flow failure. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.